Event description:
Clinical study. Same case as MFR report #: 2134265-2009-01834. It was reported 1715 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt returned with restenosis. The index procedure treated the de novo, 75% stenosed 2.25x18mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of two taxus express2 drug eluting stents (2.25x20mm, 2.25x24mm) resulting in 0% stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1715 days, following the index procedure, the pt underwent coronary angiography after a positive stress test revealing a 100% restenosis of the mid lad. The pt was asymptomatic and no reintervention occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.